Event description:
MFR received a report from an end user alleging that the chair caused user to run into a coffee table and break user's leg. The end user stated that the controls were set with high sensitivity during the alleged incident.